Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced blood glucose fluctuations with a measured value of 201 mg/dl while using the ilet system with insets, and noted an insulin odor at the connector consistent with a suspected leak; the user also observed air bubbles in the cartridge and denied recent dietary causes, bent cannula, or visible moisture, and a full supply change and connector troubleshooting education were completed. Symptoms included hyperglycemia without reported associated signs. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with a fluid leak at the connector/seal, aligning with a device problem of fluid leak and implicating the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.